Event description:
During preventative maintenance of the device, the user reported that the total indicator runout for one of the rollers was out of specifications. Since the event occurred during preventative maintenance, there was no pt involvement during this event.